Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the previously implanted stent causing the reported difficulty to advance and subsequent stent dislodgement with additional /non-surgical treatment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. A 2.75x12mm xience alpine stent delivery system (sds) was advanced to the lesion but faced resistance with an unspecified previously deployed stent proximal to the target lesion. Prior to initiating deployment, the stent dislodged off the balloon into the target lesion. An unspecified balloon dilatation catheter was used to oppose the stent to the vessel wall successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.